Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker was explanted. On (B)(6) 2023, a new pacemaker system was implanted. The patient was in stable condition throughout the procedure.